Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of quality control data confirmed that all control levels were within the specified ranges during the relevant period. The investigation identified a sample-specific discrepancy as the root cause of the reported event. Single false reactive results may occur, as the specificity of the elecsys hiv combi pt assay is less than 100%. The device remains in operation at the customer site. The customer was advised to follow recommended confirmatory testing algorithms, including western blot and hiv rna tests, for diagnostic purposes.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. The patient sample was initially tested on (B)(6) 2023 using a different assay, which generated a non-reactive result of 0.08 coi. On (B)(6) 2023, the same sample was tested using the hiv combi pt elecsys cobas e 200 v2 assay, generating reactive results of 2.56 coi and 2.63 coi. The sample was subsequently sent to a different laboratory, where testing with an unspecified assay produced a non-reactive result. The patient returned after 14 days, and the sample was re-tested on (B)(6) 2023 using the hiv combi pt elecsys cobas e 200 v2 assay, which again generated a reactive result of 2.63 coi. No confirmatory testing, such as western blot or hiv rna testing, was reported. The customer did not release any conclusions regarding the patient's hiv status.